Event description:
It was reported the physician successfully implanted a 44mm gore® cardioform septal occluder to treat an atrial septal defect measured to 23mm x 28mm on (B)(6) 2026. It was noted that there was an eccentric tricuspid regurgitation jet pointed at the native septum and then following device closure, it was pointed at the implanted occluder. At the one month follow up on (B)(6) 2026, the patient presented with a large thrombus on the right atrial disc. The patient was prescribed eliquis to resolve the thrombus. On (B)(6) 2026, follow-up transthoracic echocardiography showed the thrombus was larger on the right side, and it was suspected the patient was not compliant with medications. The patient was then prescribed lovenox. On (B)(6) 2026, follow-up transthoracic echocardiography showed partial resolution of the thrombus. The patient is prescribed lovenox for 3 months.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.